Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip instructions for use instructs not to deflect the sleeve tip more than 90 degrees as device damage may occur. The user may have pushed the actuator knob forward after clip deployment, such that the actuator mandrel (atraumatic spear) became exposed; however, this cannot be definitively confirmed. All available information was investigated and the reported difficulty positioning the device, physical resistance due to interaction with the chordae, and difficulty performing eglr appear to be related to curving the steerable sleeve more than 90 degrees. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the irregular movement of the clip delivery system (cds) and the difficulty removing the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The cds was advanced to the mitral valve for grasping; however, a lot of m knob was applied, and the cds was diving medial. The clip became caught on chordae; therefore, the clip arms were inverted, and the clip was retracted back to the left atrium. The cds was re-positioned, but the clip was again caught on the chordae. This occurred three times. Some m knob was released and the clip was able to be placed with a good result. While establishing gripper line removability (eglr), some resistance was felt. Additional m knob was removed, and the clip was deployed. The gripper line was then successfully removed without issue. Additionally, there was mention of the atraumatic spear; therefore, the cds curves were released carefully and cds retracted into the sgc without issue. One clip was implanted, reducing mr to 1. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.